Event description:
It was reported the epiq cvx ultrasound system, being used with an x7-2t transducer, was not available for use during an exercise ablation procedure. The transducer overheated and another system was used to complete the procedure. The service engineer provided cleaning to the probe connectors to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.